Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bulb does not work. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for a separate issue. During the device analysis the bulb does not work was found. It was determined that the bulb needed to be replaced. There was no patient involvement.